Event description:
Customer reports he was unable to test due to error message while using the compact plus system. Customer reports he took his normal dose of insulin and left for work, started to feel shaky and pulled over to buy juice and something to eat. Customer reports he passed out in the store while in line and 911 was called; was treated with an injection of glucose and an IV of unknown content. Customer reports he was not told what his blood glucose reading was when ems arrived. Customer reports he was let go when his blood glucose was up to 119 mg/dl. No controls were run. A request was made for return of the suspect product and a replacement was sent.